Event description:
Additional information was received that lead fracture was confirmed.

Manufacturer narrative:
Correction: the previous report should have mentioned the reported fracture in b5 narrative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. The report of ¿autoreducing¿ was confirmed. Analysis of the lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The report did not indicate if the patient had reported any recent falls or trauma.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-02946. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6)2020 wherein the leads were explanted and replaced. Issue resolved.